Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain on their implant site. This electrode was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.